Manufacturer narrative:
All available information was investigated the difficult to insert the clip delivery system (cds) into the steerable guide catheter (sgc) was not confirmed. However, the reported torn clip introducer and material deformation were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult to insert the cds into the sgc, torn clip introducer and material deformation appear to be related to an observed tear in the silicone valve of the sgc hemostasis valve and thus related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device are filed under separate medwatch report numbers.

Event description:
This is filed to report torn material. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The steerable guide catheter (sgc) was inserted without issues. While inserting the clip delivery system (cds) into the sgc, resistance was felt. The physician applied more pressure but could not insert the distal sheath from the cds through the hemostasis valve of the sgc. It was then observed that a leak occurred at the valve of the sgc. Aspiration was performed and the physician placed their thumb on the valve. However, the leak continued to occur. Therefore, the sgc was removed and replaced. It was noted that no air entered the anatomy. Visual inspection was then performed on the cds and it was observed that an abrasion and small tear had occurred on the tip of the clip introducer. Both the sgc and cds were replaced and one clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.